Event description:
Caller reported that the advantage system gave at blood glucose result of 116 mg/dl at a time when the customer had symptoms of hypoglycemia. Caller found the customer dizzy, weak, and unable to self-treat 30 minutes later. The caller did not attempt to test or treat the customer, but called an ambulance. At an undetermined time, the ambulance meter result was 19 mg/dl. Ambulance personnel gave her an unspecified injection and some glucose tablets. She felt better. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the device lot number, manufacture date cannot be determined. Strips not available for return.